Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a nurse had trouble removing the foley catheter from the patient. It was stated that the nurse used proper procedure but was met with resistance. Lubricant was added to add in removal. The patient experienced discomfort but no medical intervention was required.

Event description:
It was reported that a nurse had trouble removing the foley catheter from the patient. It was stated that the nurse used proper procedure but was met with resistance. Lubricant was added to add in removal.the patient experienced discomfort but no medical intervention was required.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging), used silicone foley attached to a urine-filled meter bag with inlet tubing and sample port connector. It was noted that the catheter balloon was cuffing, likely being the difficulty the user had with deflation. The device specification could not be found as the product identity was unknown, but all foley catheters need to deflate without cuffing to properly function, so it was considered out of specification. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be low cure temperature. The lot number is unknown; therefore, the device history record could not be reviewed. Bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.